Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The seal ring marks observed in the lead barrel confirmed the lead had been fully inserted into the device header when the system was implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The ra lead remains in service with the new device. The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that at a device follow up, this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range pacing impedance measurements on the right atrial (ra) lead. The pacing thresholds were high, and there was noise on the ra channel. During a procedure to revise the ra lead, the lead was first tested on the pacing system analyzer (psa) and normal values were observed. The lead was reconnected to the device and the poor measurements were produced. A new device was connected and the lead measurements were normal. No additional adverse patient effects were reported.